Event description:
New information received that indicates, the event occurred during setup, the product was changed out, and the surgery was completed successfully with no patient effect.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 06, 2023. The sample was not returned for evaluation; therefore, a thorough investigation could not be performed. Without a returned device a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations.   Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 10, 3259, 4307). The affected sample was inspected upon receipt to confirm a broken lock plate. Corrosion was observed on the device, including the lock plates. Due to the presence of corrosion, it¿s possible that improper reprocessing of the device caused the failure.   All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Lock was busted in half.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. Component code: 3067- handpiece. Health effect ¿ impact code: 4648- insufficient information. Health effect - clinical code: 4580- insufficient information. Medical device problem code: 1069- break. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular that the lock was broken in half. It is unknown when this event occurred, whether the product was changed out, or if there was any effect on the patient or results of the surgery. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility.